Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. The performance data collected from the device was analyzed and the data revealed power on reset - (B)(4).

Event description:
It was reported that the device had an electrical reset due to a memory error. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. The performance data collected from the device was analyzed and the data revealed power on reset - power on reset parameters. Write to locked ram por resigtered on (B)(6) 2010 with ecc-lia conflict at address 69 ca. Additional parity errors are observed on (B)(6) 2010. Patient alert list confirms "device ciruit error" on (B)(6) 2010.